Event description:
After intubation, the patient was placed on this ventilator and the o2 sensor failed when the ventilator was turned on. I removed the ventilator from the patient and began bagging the patient with an ambulatory bag maintaining the patient's saturations at 100% the whole time.